Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8071713, medical device expiration date: 2023-04-30, device manufacture date: 2018-03-12. Medical device lot #: 8043556, medical device expiration date: 2023-03-31, device manufacture date: 2018-02-12. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8071713. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8043556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported by the patients parent that bd insulin syringes with bd ultra-fine¿ needles had clear liquid in them. The liquid makes the insulin cloudy with small particles floating inside it. This occurred on multiple occasions but the date/time is unknown for each occurrence.